Event description:
It was reported that the device had Staff said that it got really hot and then wouldn't turn back on. Checked battery voltage and power cord. Noticed missing service mode button cover as well. There was no patient involvement.

Manufacturer narrative:
A FOLLOW UP REPORT WILL BE SUBMITTED WITH INVESTIGATION RESULTS SHOULD THE DEVICE BE REPAIRED OR THE DEVICE/LOGS BE RECEIVED FOR EVALUATION. PER 803.52(F)(11)(III) THE INFORMATION PROVIDED WAS OBTAINED FROM SERVICING ACTIVITIES PERFORMED ON THE DEVICE. THERE WERE NO ADDITIONAL DETAILS OBTAINABLE OR PROVIDED AT THE TIME OF SERVICE.

Event description:
IT WAS REPORTED THAT THE DEVICE HAD STAFF SAID THAT IT GOT REALLY HOT AND THEN WOULDN'T TURN BACK ON. CHECKED BATTERY VOLTAGE AND POWER CORD. NOTICED MISSING SERVICE MODE BUTTON COVER AS WELL. THERE WAS NO PATIENT INVOLVEMENT.

Manufacturer narrative:
Correction:Annex B: B21,Annex C: C21,Annex D: D16.Additional Information: Device Available for Eval?, Returned to Manufacturer on, Device Eval By Manufacturer?Annex A: A0721,Annex B: B01,Annex C: C02,Annex D: D02,Annex G: G02005.A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section H6 of this MDR report.Investigation Summary:The reported issue in which the PCU would not turn back on was confirmed and replicated during the investigation.The results of replication testing and maintenance test on the suspect PCU revealed a malfunction on the Logic board.Functional testing was performed based on measurements taken from the three boards responsible for powering on the PCU (Switching Power Supply, Power Supply Board and Logic Board) with the purpose of verifying the functionality of each board and isolating the malfunction.No external or internal conditions were identified during the inspection of the suspect device that could be associated with the issue reported in this complaint. All inspected parts were manufactured by BD.The logs from the suspected PCU could not be downloaded because the device¿s logic board has a malfunctioning component, causing the PCU to power on and accessing the logs. The event date was reported on 05MAY2026; time of event was not provided.The Alaris System with Guardrails Suite MX User Manual v12.3.2 states the following Warnings and Cautions: Perform device inspections to prevent a damaged device from being returned to patient use, and do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to Biomedical Engineering for repair.The device was in use for treatment purposes as intended per 21 CFR 820.198(d)(2).Root Cause The root cause of the reported issue, in which the PCU would not turn back on, is attributed to a malfunction in the Logic Board.This report lists IMDRF Annex A, C, D, and G codes that are reportable malfunctions observed on the device during servicing.Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.